Event description:
It was reported that a polyflux 170h was leaking from the header. An external dialysate leakage from the header was observed during priming prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection of the product with the naked eye shows the product wet. A leakage test of the dialysate side was performed, and no leakage was found. A leakage test of the blood side was performed, and no leakage was found. The reported condition was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.